Event description:
Follow up information reported that the cause of the issue was unknown and that the impedance issues did not resolve. It was noted that the patient was receiving effect therapy from their device. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the dbs (deep brain stimulation) device had been bilaterally implanted. After implantation, the impedance was changed: the impedance of the 1st electrode was over 10000 ohms, and the electrode became unusable. On (B)(6) 2013 the 2nd electrode became unusable and the 1st electrode became usable because it showed normal impedance value. Adjusting stimulation with usable electrodes, there was no patient complication. More than two weeks later it was reported that, on (B)(6) 2013, because the impedance had been changed and unilateral 2nd electrode became impossible to use, the 2nd electrode was switched to the 1st electrode. On (B)(6) 2013 0 the current value was decreased to one-half of the previous value and parkinson's disease condition in the right upper arm and leg was aggravated. Using 2nd electrode, the current was displayed as low. Using 1st electrode again, the current was increased while the amplitude was increased to 4.6v from 2.5v. The adjustment was ended and the patient was being followed up.

Manufacturer narrative:
Concomitant products: product ID 3389s-40, product type lead. (B)(4).